Event description:
It was reported that the device had displayed asm error - rf card not supported. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The stated pcu issue of ¿asm error - rf card not supported¿ was confirmed during the investigation. On 10/03/2025 the pcu was received unboxed and with paperwork. Pcu did not connect to network wirelessly (asm error - rf card not supported) because of defective logic board - supplier defect. The pcu will be returned to bd san diego repair center for normal processing. The failure investigation report will be attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.